Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced cgm signal loss between the dexcom g6 continuous glucose monitor (cgm) sensor and the ilet, with a sensor error on the cgm and no cgm readings, after which a fingerstick blood glucose was entered into the ilet following troubleshooting and education. The user experienced a glucose peak of 353mg/dl with no associated clinical symptoms reported. Outcomes included temporary loss of automated glucose data to the ilet with no health impact. User support included case assessment and troubleshooting guidance regarding cgm communication and data entry. Investigation of this case revealed a communication interruption consistent with cgm signal loss affecting integration between the dexcom g6 and the ilet, while the ilet device functioned appropriately accepting a manual blood glucose entry. It was concluded, based on previously established findings for similar reports, that the cause was user environment or transient communication interference.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.